Event description:
It was reported to philips that the system could not be turned on. The system was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigaed this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that system not turning on. Upon troubleshooting, fse found that the mains power distribution (mpd) control unit had a blown fuse, to resolve this issue, fse replaced the mpd (main power disribution). The defective parts ware returned to philips for analysis; found burn and heat sports and the cause of mpd failure couldn't be conclusively determined by supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on investigation summary.